Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, a follow up computed tomography (CT) scan showed a type ii endoleak originating from the lumbar arteries. Additionally no aneurysm enlargement was identified. On (B)(6) 2016, significant aneurysm enlargement of approx. 19mm was visible. On (B)(6) , 2017, the aneurysm sac was embolized with direct onyx injection. The patient tolerated the procedure.